Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip would not detach from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip would not detach from the catheter as the spring inside the handle got jammed. The clip eventually released from the catheter after the physician fixed the handle with pliers. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.